Event description:
A report was received that the patient will undergo a revision procedure due to pain at the midline incision and ipg sites. The physician assessed that the patient may be tender at both sites due to her thin body frame.

Event description:
A report was received that the patient will undergo a revision procedure due to pain at the midline incision and ipg sites. The physician assessed that the patient may be tender at both sites due to her thin body frame.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: linear st lead, 50cm model # sc-1110-02, serial # (B)(4), description: precision implantable pulse generator (ipg)